Event description:
Event description guidant received information that the patient with this pacemaker experienced several syncopal episodes. When the device was evaluated an intermittent loss of ventricular capture was noted. In addition, the daily measurements revealed an increase in the ventricular lead impedance. At a later date, the pacing system was invasively evaluated and it was determined that one of the setscrews was not fully tightened down. Insulation damage on the ventricular lead was also noted and thus, the lead was abandoned surgically and replaced. The new ventricular lead was connected to the chronic pacemaker.

Manufacturer narrative:
After the new lead was connected to the pacemaker and the setscrews were tightened down appropriately, the patient improved. The ventricular lead was surgically abandoned and thus, will not be returned for analysis. The clinical observation of insulation damage cannot be confirmed. Approximately nine years later this device was explanted for normal battery depletion (nbd) and returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Boston scientific (formerly guidant) received information that the patient with this pacemaker experienced several syncopal episodes. When the device was evaluated an intermittent loss of ventricular capture was noted. In addition, the daily measurements revealed an increase in the ventricular lead impedance. At a later date, the pacing system was invasively evaluated and it was determined that one of the setscrews was not fully tightened down. Insulation damage on the ventricular lead was also noted and thus, the lead was abandoned surgically and replaced. The new ventricular lead was connected to the chronic pacemaker.